Event description:
On (B)(6) 2012, a dentist reported to 3m espe that he had to remove an implant that was displaced into the pt's sinus cavity. The implant, which was placed on (B)(6) 2012, became painful in (B)(6) and on (B)(6) 2012, the dentist removed it with a cotton pliers. The pt is reported as fine.

Manufacturer narrative:
The dentist did not follow the 3m espe protocol for implant placement, in which a torque-measuring wrench is recommended for final placement. Since the pt's bone was of poor quality, it was essential for the dentist to measure the torque force at final implant placement and adjust the loading protocol accordingly. In this case, the dentist did not measure the torque value and immediately loaded the implant with denture forces, which may have led to the implant displacement.